Manufacturer narrative:
Conmed corporation received two (2) "unopened" package containing the universal disposable electrodes for evaluation. Visual examination by the packaging lab on 16-mar-2017 revealed the samples had seal transfer in the seal area less than 1/4 inch and the seals had open spots. The seals were at an angle and therefore the packages were loaded into the sealer incorrectly. The open seal spots were created by the devices due to the seal area being less than 1/4 inch. The open seals resulted in a breach of sterility and this complaint for "insufficient heatseal" is confirmed. This lot was manufactured on 05-dec-2015. The manufacturing documents from the DHR/lhr have been reviewed with special attention to the manufacturing and inspection of this product. The products released for distribution were found to have met all specifications prior to shipment. Of the lot containing (B)(4) units, there was one other similar complaint received. A two (2) year review of product history for this device family showed a total of twenty five (25) complaints, involving sixty five (65) devices, similar complaints. During this same two (2) year time frame, over (B)(4) units were sold worldwide, making the occurrence rate for this reported failure mode (B)(4) percent. The reported packaging anomalies were obvious to the distributor and therefore prompted the return of the devices for evaluation and replacement. Although the risk documents address this failure mode, (B)(4) was opened to mitigate sealing related hazards. To date, there have been no serious injuries or death related to this reported problem. The reported complaint issue will continue to be monitored through the complaint system. In reviewing the labeling supplied with this product it was found that the instructions for use (IFU) address the potential risk of insufficient heatseal. The IFU states: "sterility is guaranteed unless package has been opened, broken, or damaged." As with all medical devices, examination of packaging occurs multiple times prior to use (shipping/receiving, distribution, storage and prior to use). In addition, good clinical practice would include examination and verification of the product and its original packaging to ensure both are intact. If the product and its packaging have been opened/damaged or altered, do not use the product and contact the manufacturer immediately.

Event description:
The distributor in (B)(6) reported that during receiving and inspection of incoming products, two (2) packages, each containing one (1) universal disposable electrode, were discovered with "insufficient heatseal." In this instance, there was no patient involvement with this reported problem, as the packaging anomalies were discovered during inspection at the distributor facility prior to distribution to an end-user. This report is being filed based on the potential for injury with recurrence.